Event description:
Pt called in 2002 alleging that one touch ultra meter was giving inaccurate high readings. Pt reportedly "got a high reading in the 250 range". Pt reportedly felt like pt was going to black out and so pt laid down for an hour. Pt's spouse then drove pt to the emergency room. At the ER, lab test was "80 or 90 mg/dl". After that result, pt tested meter and "the reading was 40 points higher than the two ER meters". Treatment at the hospital is unk. No further info reported.